Manufacturer narrative:
The device involved in the reported incident is not available for evaluation. An investigation has been initiated based on the reported information.

Event description:
It was reported that during the preparation of the humeral canal for a total shoulder arthroplasty, the humeral stem trial broke off of the stem trial handle and was lodged in the patient¿s humeral canal. After drilling into the broken stem trial, the surgeon was able to remove the instrument. No patient injury reported and the event lead to 40 minutes surgical delay.

Manufacturer narrative:
Integra has completed their internal investigation on november 9, 2017. Results: DHR review; the manufacturing records for product ID trl-0920-025-14 could not be reviewed due to the lot number not provided by the complainant for the reported incident alleged. Complaints history; a review of complaint records during the last 5 years found 16 humeral stem trial complaints reported for breakage. During that period of time, there have been approximately 3529 tss surgeries reported. This represents a complaint rate of 0.45% (16/3529) as some of the reported events were associated with a serious severity level, this indicates an adverse trend. Conclusion: at this time, the root causes for this incident could not be determined with the available information.